Event description:
During an iol procedure, a foreign body was left in the operative -right eye- of pt. Foreign body appeared to be a white fiber strand of lubrious solution of dried viscoelastic coming from alcon product 8065-9777-63 injector march iii d cartridge. Removal of the iol or continual manipulation of the eye posed a risk to the pt's vision, therefore, the physician decided not to remove the fb. MFR, alcon laboratories stated that the dried viscoelastic would break down after a few days in the eye.